Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the patient presented in the clinic due to post-operative pain on the hip. An x-ray showed non-union with broken anti-rotation screw and potentially the bolt is broken. The distal locking screws and plate appear to be intact. Initially, the patient underwent an open reduction internal fixation (orif) of the right femur on an unknown date. At this point, no revision surgery has been scheduled. Concomitant medical products: titanium locking compression plate (lcp) proximal lateral tibia (part # 422.226, lot # 2192572, quantity 1). Femoral neck system plate (part # 04.168.000s, lot # unknown, quantity 1). Titanium locking screw (part # 412.213s, lot # unknown, quantity 1) and unknown locking screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) bolt for femoral neck system 85mm length-sterile. This is report 2 of 2 for (B)(4).